Event description:
Edwards received information through its implant patient registry that a 21mm 11500aj valve was explanted after a duration of one (1) year and three (3) months due to unknown reason. Another same model 21mm 11500aj valve was implanted in replacement. No information about device return at this moment.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.